Event description:
It was reported that the implantable pulse generator displayed unable to connect to generator message. Patient had an unrelated surgery, and prior to the procedure their therapy was not turned off and the device was not placed in surgery mode. Troubleshooting attempts were made however unsuccessful. Device became inoperable and unable to establish communication. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
Section d6b: date of explant is estimated.